Event description:
On (B)(6) 2013 it was reported that the vns patient had high impedance during a system diagnostics test with an impedance value greater than 10,000ohms. It was later reported from the physician that the high impedance was first observed in (B)(6) 2013. The patient was referred for x-rays and the physician stated that there was no clear lead break visible. No trauma was reported by the patient. The patient has a history of nocturnal seizures but there were no falls mentioned by the parents. A copy of the patient¿s x-rays were received for review. The lead connector pin seems to be fully inserted into the generator connector block. No obvious lead break was identified. Based on the x-rays images, no obvious cause of the reported high impedance could be identified. The physician reported that he patient¿s vns was disabled on (B)(6) 2013 due to the high impedance and that the patient is awaiting surgery/replacement depending on the patient¿s clinical condition.

Event description:
On (B)(6) 2013 the device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.